Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported that the patient underwent surgical intervention sometime in 2016 to have their scs system explanted due to an infection at the ipg site.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2016 to have their scs system explanted. Reportedly, the issue was resolved post operatively.